Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established the exact root cause but most likely it is due to a user fault, the end user has not performed a two-point calibration of the oxygen sensor. As a resolution, vyaire medical has performed unit software upgrade to 6.0.1700.0. Performed photonic and 2 point o2 sensor calibrations and the unit worked properly per manufacturing specifications.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista experienced low o2 alarm. There is no information regarding patient involvement.